Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The chronically totally occluded target lesion was located in the severely calcified superficial femoral artery. After crossing the lesion with a guidewire, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 7 atmospheres, the balloon ruptured. Another balloon was successfully used for dilatation. Subsequently, the procedure was completed with a drug-coated balloon.